Manufacturer narrative:
Lot #: this info has not been provided. Add'l info has been requested. Implant date reported as (B)(6) 2010. Investigation could not be concluded, no conclusion could be drawn. Mfg records could not be reviewed w/o a lot number. Manufacture date could not be determined w/o a lot number.

Event description:
Pt implanted with pangea construct was returned to the operating room for revision. Three of the ti pangea locking caps were loose, five of the locking caps were questionable, and two were tight. The surgeon removed 8 locking caps and two 6.0mm ti pangea polyaxial screws from the s1 pedicles. Surgeon replaced the 8 locking caps and replaced the screws with 7.0mm ti pangea polyaxial screws. The surgeon extended the construct by adding two 9.0mm ti pangea polyaxial screws to the iliac crest and 2 small rods. The small rods and iliac screws were connected to the main construct with a competitive connector. This report is #10 of 10 for the same incident.